Manufacturer narrative:
Findings: unit received with operating currents within specification unit passed self-test, compromised force sensor error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with cracked case at display window corners. Unit received with broken battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer is now using needles and apidra. Customer was not hospitalized but has had to go to see her doctor. Customer reported that there is crack on the pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 600 mg/dl. Customer reported that there is crack at the top right corner of the screen. The customer's doctor was asked the patient to call about the replacing the pump. The customer was advised the pump will need to be replaced.